Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient's reporter contacted lifescan (lfs) and alleged their one touch ultra 2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at on (B)(6) 2016 at 10.30pm, the patient allegedly obtained an inaccurate result of "148 mg/dl" with the subject meter. It is unknown if the results would/would not meet lifescan's precision criteria as the comparison is against their feelings and/or normal readings. The reporter confirmed the patient managed their diabetes with insulin (self-adjuster). The reporter confirmed that the patient took their normal dose of medication (including sliding scale) in response to the product issue. The reporter claims the patient developed symptoms of "unresponsive, urinated on himself, slurred speech, sleepy" at an unknown time after the product issue. The reporter alleged the patient was treated by a hcp, after being admitted to the emergency room, the patient on was allegedly treated with IV fluids on (B)(6) 2016 at 11.30pm. The reporter alleges the hospital performed a blood glucose test and obtained a result of "41mg/dl" with an unknown meter at approximately 11.25am on (B)(6) 2016. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Additionally, the retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.